Event description:
Initial report received on (B)(6) 2011, from a dermatologist via a company rep. A female pt experienced inflammatory oedema after injections of poly-l-lactic acid (sculptra). The pt's relevant medical history and concomitant medications were not reported. On (B)(6) 2011, the pt received injection of one flacon of poly-l-lactic acid (sculptra), batch number a0035 prepared during a workshop dated (B)(6) 2011. The solvent used for the reconstitution of poly-l-lactic acid contained xylocaine nos. Two days later, on (B)(6) 2011, she experienced inflammatory oedema. Corrective treatment was initiated with pristinamycin and prednisolone. At the time of this report, outcome is unk. This case had been registered in (B)(4) under the product technical complaint number (B)(4). No further info is provided.